Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart sla battery "cannot supply the power." Follow-up with the customer indicated "the battery cannot be connected with device even the battery has full power." There was no negative pt involvement.